Event description:
The customer reported via phone call that the insulin pump experienced a keypad anomaly and alarmed no delivery. The customer did not know the blood glucose reading. She stated the insulin pump had alarmed low battery, so she went to change the battery. After the battery change, she noticed that the buttons had to be pressed more than once to garner a response. She was advised to disconnect at the quick release and perform a 5.0 unit fixed prime. She stated that insulin did exit. She was unable to remove the infusion set to inspect the cannula during troubleshooting. She was advised to change the entire infusion set. She noted that she had had a bent infusion set cannula in the past. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the prime and excessive no delivery tests. No excessive no delivery alarm was noted. The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. The insulin pump was also received with a cracked case at the display window corner, cracked belt clip slot, and minor scratched display window.